Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received no delivery alarms during bolus. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer was unable to remove the infusion set to examine the cannula. Blood glucose value is 231 mg/dl. Nothing further reported.